Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 24.9mmol/l. The customer reported via phone call indicating that the insulin pump had air bubbles anomaly. Customer's blood glucose at time of incident was unknown. The customer stated they had air bubbles in the reservoir in the tubing. The customer was able to do complete set change without air bubbles. The customer noticed another air bubbles in the reservoir. The customer was told to raise the temperature before using it.